Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, changing the waa parameters unintentionally or intentionally, the patient having another non-curonix device implanted, and the patient experiencing the unintended stimulation/new pain in a new area not targeted for therapy have been ruled out as potential causes. The stimulator is used to treat pain. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported a warm, burning sensation in the lower ankle after 10 minutes of device usage. X-rays performed in september 2023 showed no device migration. At a follow-up appointment, the implanting clinician recommended the patient refrain from device usage for a couple months and in the meantime, they will schedule a knee block. However, a date was not provided. The patient would like to remain with the implant.